Event description:
The patient reportedly experienced episodes of intermittencies with his internal device followed by a loss of lock. External equipment was exchanged, however this did not resolve the issue. Surgery to explant the patient's device will be scheduled.